Event description:
Pt had implantation of inflatable penile prosthesis in 1993. Had malfunction requiring 2 revisions at that time. Now presents with erosion of cylinder through corpus cavernosa, through bucks fascia and into the urethra. Prosthesis was removed under general anesthesia. Reported by phone to MFR at time of procedure.